Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The basket was returned fully retracted. Upon visual inspection of the distal end of the device it was noted that the orange section of the sheath was split from the zip port to 4.3 cm distal to the zip port. The wall thickness of the orange section of the sheath (wire guide lumen) that was split was measured by placing segments of the orange sheath under magnification. The wall thickness measured and was consistently within the specification. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the wire guide lumen has split at the distal end. A definitive cause for this observation could not be determined. The IFU cautions: "damage to wire guide lumen may result if zip port is visible and device is pulled from accessory channel with wire guide locked in wire guide locking device. If wire guide lumen is damaged, discard device." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unspecified procedure, the physician used a cook fusion lithotripsy extraction basket. It was initially reported that the basket did not follow the guide wire as much as the doctor wished. There is a discrepancy when inserting the basket relative to the guide wire to get into the papilla. There was no reportable information at this time. The device was received for evaluation on (B)(6) 2023 and per qe initial evaluation, "during our visual inspection it was noted that the orange wire lumen was split down the middle." This malfunction can potentially cause serious injury to the patient and is thus considered reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.